Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed the patient lead reflects high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced with a different model. Effective therapy resumed following the procedure.